Manufacturer narrative:
Core wire was broken at approx 24mm from distal end, coil was entirely detached from the guidewire and was not returned to manufacturer. Sem observation revealed that the core wire was separated due to excessive pull-apart force. Lot history review could not be conducted due to no lot information available; however, all the guidewires are inspected for meeting the shipping criteria, the subject guidewire is deemed to be free from defect. It is presumed that the guidewire was pulled back with excessive force against it's distal end being trapped by the stent, resulting in breakage of core wire. Coil is supposed to have been unraveled and elongated along with removal of the guidewire, finally entire length might be detached from the guidewire. Warning section of IFU describes: "before a guidewire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guidewire without observing corresponding movement of the tip; otherwise, the guidewire may be damaged." "If any resistance is felt due to spasm or guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged,...result in fragments left inside the vessel."

Event description:
For stent delivery procedure to heavily calcified lesion at proximal lcx, after deployment of a stent, physician attempted to remove the guidewire; however, a resistance was felt. It was found that the tip of the guidewire was trapped by the deployment stent. Attempt of bail-out from the trouble using microcatheters and/or additional guidewires were not successful, so that the guidewire was pulled back again. Tip of guidewire was broken. Broken part of the guidewire was decided to be kept in the patient anatomy by the physician decision.